Event description:
Pain in her knee (pain in knee). They did help with the pain but, not so much this year (device ineffective). Case narrative: this unsolicited case from united states was received on (B)(6) 2018 from a patient. This case involves a female patient of unknown age who received treatment with synvisc and later experienced pain in her knee and the treatment with synvisc did not help much this year (device ineffective). No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc (last year: 2017). On an unknown date in (B)(6) 2018, the patient received treatment with first intra-articular synvisc injection into her knee (dose, batch/lot number, frequency, expiry date: unknown). The patient received series of 3 synvisc injections into her knee. On an unknown date, after unknown latency, the patient had pain in knee. The doctor finally gave her cortisone injection into the knee that helped the pain. It was reported that the treatment with synvisc did help patient with pain last year but, not much this year (device ineffective; event onset and latency: unknown). Corrective treatment: cortisone for pain in her knee. Outcome: unknown for pain in her knee. Seriousness criteria: required intervention for pain in her knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Product technical complaint (ptc) was initiated on 05-jul-2018 for product. Batch number; unknown. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 06-jul-2018. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 06-jul-2018. Global ptc number and ptc results added. Text was amended accordingly.